Event description:
On (B)(6) 2024, x-ray and intraoperative imaging confirmed a fractured left c1 pedicle screw from the mountaineer 3.5mm spinal system. This caused severe neck pain, numbness, and restricted movement. The failure of the implant required revision surgery for hardware removal (c1-c3). Despite surgery, a fractured screw fragment remains in place, leading to ongoing pain and mobility issues. Test 1: imaging confirmed a fractured screw at c1 from the mountaineer 3.5mm spinal system. The screw fragment remains in place despite hardware removal surgery. (B)(6) 2024 test 2: CT imaging confirmed the presence of a fractured screw fragment and incomplete bone fusion at the surgical site (pseudoarthrosis), contributing to ongoing pain and limited mobility. (B)(6) 2024 test 3: complete blood count (cbc) with differential. Elevated wbc count suggests possible inflammatory response or post-surgical stress reaction. (B)(6) 2024 test 4: c-reactive protein (crp) was elevated, indicating potential post-surgical inflammation or response to hardware failure. (B)(6) 2024 test 5: erythrocyte sedimentation rate (esr) elevated esr levels further support inflammation or post-surgical response. (B)(6) 2024 test 6: indications of hardware strain observed but no immediate intervention suggested at that time (B)(6) 2019 test 7: mild hardware loosening noted at c2-c3 segment, potential risk of instability. Signs of hardware wear and possible micro-movement detected post-surgery, indicating potential risk for failure on (B)(6) 2020 due to the failed spinal implant, I have suffered severe chronic pain, mental health deterioration, and significant occupational disability. My physical limitations have led to multiple emergency room visits, hospitalizations, and ongoing psychiatric care. The implant failure has forced me to rely on va disability compensation and has severely impacted my ability to work and function independently. The FDA must investigate the safety of this implant system to prevent further harm to other patients. Reference reports: mw5166819, mw5166821, mw5166822, mw5166823 & mw5166824.